Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was confirmed. Upon investigation, the monitor was unable to power on. The cause was isolated to the c19 capacitor on the defibrillator pca. The root cause for the defective c19 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power up.